Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: alternatively to a DHR review, a search of the depuy nonconformance (nc) quality system was conducted. No nc's were found associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, immobility, and progressive varus deformity. The surgeon noted the tibial tray subsided and was loose at the cement to implant interface. There was no evidence of infection. The femoral implant had significant osteolytic change particularly on the medial side as this location was extremely soft. The surgeon noted extensive defect of the tibial bone on the medial side with a fairly large defect, where the tibial component had subsided. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2013; dor: 1/29/2018, right knee.